Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a motor vehicle collision and the nurse was concerned that her insulin pump is not functioning properly. It was stated that the car accident was not related to her device at all. The nurse stated that the straps were across her chest, and she has sustained some broken ribs. The self test was performed and passed. The caller stated that it seems the customer have problems with managing her blood glucose and would like to have someone to come and troubleshoot the insulin pump. No further information was provided.